Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope exhibiting abnormal color tone (image is magenta or green only. The event occurred during a laparoscopic assisted colectomy therapeutic procedure. It was reported that the procedure was completed using another device with delay during device replacement. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, noise in image, color tone of the image abnormal, curved rubber scratched, curved rubber adhesive missing, curved rubber adhesive missing, scratches found on grip, scratches found on the right/left lever, scratches found on the up/down/left/right plate, scratches found on the nigiri cover, scratches found on the video connector, scratches found on the light guide connector, light guide connector deformed, scratches on the light/guide cover glass surface, scratches found on the video connector case, and scratches are found on the lock engagement lever. The faulty parts will be replaced, and the device will be returned to the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, the investigation reported that it was likely the reported issue was caused by breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling of the device, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.